Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be peeling at the up arrow and down arrow buttons. During testing, the ok, up arrow, and down arrow keypad buttons were intermittently unresponsive; the contrast keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts. Additionally, the display screen appeared dim and discolored.